Event description:
It was reported, the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs had a broken ceramic head inner tube sheath screw. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the reported fault patterns indicate a cause most likely attributable to the effect of a wear, lack of maintenance, excessive force, such as an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a therapeutic prostate electrocision that was completed using a similar device without delay.